Event description:
This is a report of a patient who experienced peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The peritonitis manifested as cloudy effluent and abdominal paint. It was unknown if the patient required hospitalization and treatment information was not reported. At the time of this report, the patient was reported to have recovered from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.